Manufacturer narrative:
Advanced bionics considers the investigation into this reportable event as closed. On (B)(6) 2018, the recipient reportedly underwent repositioning and wound revision surgery in which bipolar cautery was used. The recipient recovered and resumed device use without issue. This is the final report.

Event description:
The recipient reportedly experienced device extrusion. In (B)(6) 2018, the recipient underwent repositioning surgery. The recipient has healed.

Manufacturer narrative:
Advanced bionics considers the investigation into this reportable event as closed. On (B)(6) 2018, a pinhole dehiscence was repaired. On (B)(6) 2018, the recipient reportedly underwent flap closure for a defect at the post auricular sulcus. The recipient was prescribed antibiotics. This is the final report.